Event description:
It was reported that when using one (1) bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, debris was observed in the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval?: 27-jan-2026. Investigation summary: bd received one sample and one photo for investigation. Evaluation of the sample and the photo show the presence of a foreign material, specifically a piece of plastic tube, inside the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter-unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, debris was observed in the tube. No adverse impact was reported regarding the patient or user.